Manufacturer narrative:
This report is submitted on february 23,2022.

Event description:
Per the clinic, the patient experienced an inflammation of the skin and crusting around the abutment site (specific date not reported) and subsequently was treated with topical steroid (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.